Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Event description:
It was reported that the pump exhibited error code 1310. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cloudy lens display. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the most probable cause was improper use. To address the issue the error code was cleared. The service history review identified no indication that the complaint was related to a service of the device within the review period.